Manufacturer narrative:
Batch review performed on 05.jan.2021: lot 1903491: (B)(4) items manufactured and released on 04-sep-2019. Expiration date: 2024-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 6 months after the primary surgery due to stem subsidence. The surgeon revised the stem and the head. The surgery was completed successfully.